Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise was not reproducible with provocative testing. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.